Event description:
The report states that during use, it was noticed the wire came out of the cord. The incident occurred twice. There was no injury as a result of this incident. Upon receipt of the incident device, a visual inspection revealed the gray wire on the device jaw to be bare.

Manufacturer narrative:
A visual inspection of the incident device revealed that the gray wire on the jaw is bare. The gray insulation has been scraped off and the wire is broken. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.